Event description:
Physician was doing a rod exchange for a non union of the left femur. At the time of the rod removal physician discovered that the rod was broken through the distal hole of the proximal screw holes. Both rod sections were removed without trouble.